Event description:
The pt was at school and performed a blood glucose test on the suspect device and obtained a reading of 114mg/dl. The school nurse also performed a test on the school's device and the result was 40mg/dl. Paramedics were called and they obtained a reading in the 40's. Pt was taken to the hosp were a lab test came back at 55mg/dl. Pt was given an IV and pt's blood glucose raised to 170 an hour later.